Manufacturer narrative:
H6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that there was debris in the cassette. The event occurred at the clinic during set up, and there was no patient involvement.

Manufacturer narrative:
Two new units of list #21-7308-24 were received for evaluation. As received embedded particulates were observed on the outer box of the cassette, outside the fluid path. The most probable cause is burnt material embedded in the wall of the cassette during the molding process in tijuana. Additionally, the embedded material is not in the fluid path and does not affect the functionality of the device. A lot history review was performed and no nonconformances were identified.